Event description:
Using one handed technique to activate the holder, a piece of the plastic on the outer barrel bottom broke off. This made the 2 barrels separate. As this happened, the unprotected needle scratched the tech's hand on the palm, through her glove.